Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device evaluated by MFR: device not returned.

Event description:
The initial reporter stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 2:37 p.m., a sample from this patient was tested using the meter, resulting with a value of 4.0 inr. Within one hour, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.8 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is currently in stable condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any changed in her warfarin dose. The patient is not taking any new medications, has had no diet changes, has no illnesses, and has no unusual bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The patient's meter was returned for investigation where it was tested using retention master lot strips and retention controls. Testing results (qc range = 2.9 - 4.5 inr): qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3 %. No information was provided that would point to a cause for the result discrepancy. Upon review of the meter memory, the meter value provided by the customer was not observed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.